Manufacturer narrative:
Device is a combination product. Date of event: used (B)(6) 2020 as the correct date was not provided.

Event description:
It was reported that stent damage occurred. A 3.00x12 synergy drug- eluting stent was advanced but failed to cross the lesion. However, one of the stent struts lifted off the balloon. The procedure was completed with a different device. No patient complications were reported.